Manufacturer narrative:
A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. Since the sample was not available, the investigation could not be completed.

Manufacturer narrative:
A company representative visited the physician on 01/18/2017 to discuss obtaining the patient sample for investigation. The physician had performed an internal study and was no longer requesting an investigation of the sample. The physician indicated the patient involved in this event had died. There was no allegation that the death was related to the probnp ii results from the device.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The physician complained to the sales representative that the results for 1 patient were continuously negative when tested for elecsys probnp ii immunoassay (probnp ii) between (B)(6) 2016. The erroneous results were reported outside of the laboratory. On (B)(6) 2016 the patient had probnp ii results of <5.0 pg/ml. All results were reported to the physician who questioned the results and sent the sample from (B)(6) 2016 to an external laboratory to test bnp. The bnp result was 2940 pg/ml. No adverse event occurred. The instrument type and serial number were not provided.